Manufacturer narrative:
510 k #: k142688 investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. ***this is a follow up report. It is being submitted as additional information in relation to the distal needle break was received on the (B)(6)2020. The investigation has been re-opened and the results and conclusions are pending. A final MDR report will be submitted on completion of the investigation***.

Event description:
***This is a follow up report. It is being submitted as additional information in relation to the distal needle break was received on the (B)(6) 2020. The investigation has been re-opened and the results and conclusions are pending. A final MDR report will be submitted on completion of the investigation*** [update on (B)(6) based on the information provided by the rep on (B)(6) ] <the comment of me who attended the procedure and provided the video of pr (B)(4) - this comment is provided through the dealer> pr (B)(4) happened, and the physician managed to remove the device from the endoscope. When he put the needle out to collect the specimen, the distal needle tip break might have occurred. <sales rep's comment> although the me's memory became somewhat fuzzy, the me's comment above was made based on the fact that there was no sections of the device remained inside the patient's body and there was no damage to the endoscope. I suspect that some external force was applied to the needle tip when the device was forcibly removed from the endoscope, which made the needle easily break and caused it to break off when the specimen was collected outside the body. Due to covid-19, there is still limitation of visiting the hospital, and it is getting more diffficult for me to obtain the information about this pr. Although I will still try to get the information, please proceed the investigation with the current information.

Manufacturer narrative:
K142688 - 510 k number. Device evaluation 1 unit of lot c1591674 of (B)(4) was returned opened not in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). Lab evaluation the device involved in the complaint was evaluated in the laboratory on 26 feb 2020. The mlla was observed to be off centre which will be investigated under (B)(4). The distal tip of the needle was observed to be broken which will be investigated in this file. Clarification was requested as follows; ¿can you please open up a new pr for a "distal needle tip break observed during lab evaluation of (B)(4)"? Can you also please ask the following in relation to the distal needle tip break (see photo below of the broken needle tip); - how did the distal tip of the needle break? - did it break inside or outside the patient? - did it break inside or outside the scope? - was it in any way related to the complaint issue of difficulty in detaching the distal luer lock from the endoscope?¿ reply was received as follows; ¿I made (B)(4) for your request. According to the rep, it is not reported from the doctor that distal needle tip break happened during the procedure and any adverse effects to the patient occurred to the patient due to it.¿ further clarification was requested as follows; ¿can the rep please contact the doctor/nurse involved with the procedure to find out how the needle tip broke? As you can see from the photos below the broken needle tip had been placed in a white cloth for return to cirl which means that someone from the hospital must have done this and therefore will likely know how the needle broke.¿ reply was received as follows; ¿I forwarded the photos of the broken needle tip and the white cloth to the rep and asked him to confirm with the doctor what caused the broken needle tip. The rep accepted the request, but the hospital prohibits sales reps from manufacturers to visit the facility by the end of march due to covid-19. For that reason, I would like you to wait the answer for a while¿ and ¿the rep needs to see the doctor in person and to show pictures to explain the issue. I apologize for the inconvenience.¿ if further information is received in the future regarding the cause of the broken needle tip then the file will be updated accordingly a further reply was received as follows in relation to the cause of the needle tip breakage; - the comment of me who attended the procedure and provided the video of (B)(4) - this comment is provided through the dealer. ¿(B)(4) happened, and the physician managed to remove the device from the endoscope. When he put the needle out to collect the specimen, the distal needle tip break might have occurred¿ - the comment of the sales rep ¿although the me's memory became somewhat fuzzy, the me's comment above was made based on the fact that there was no sections of the device remained inside the patient's body and there was no damage to the endoscope. I suspect that some external force was applied to the needle tip when the device was forcibly removed from the endoscope, which made the needle easily break and caused it to break off when the specimen was collected outside the body. Due to covid-19, there is still limitation of visiting the hospital, and it is getting more difficult for me to obtain the information about this pr. Although I will still try to get the information, please proceed the investigation with the current information¿ document review including IFU review prior to distribution, all (B)(4) devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for (B)(4) of lot number c1591674 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1591674. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As per sales rep comment a possible root cause could be attributed to an external force being applied to the needle tip when the device was forcibly removed from the endoscope, which made the needle easily break and caused it to break off when expelling the sample onto slides outside the body. Summary complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This is a follow up report. The investigation has been completed on 08th july 2020. Results and conclusions are outlined in section h of this report. [Update on june 10th by (B)(6) based on the information provided by the rep on june 9th] <the comment of me who attended the procedure and provided the video of (B)(4)- this comment is provided through the dealer> (B)(4) happened, and the physician managed to remove the device from the endoscope. When he put the needle out to collect the specimen, the distal needle tip break might have occurred. <sales rep's comment> although the me's memory became somewhat fuzzy, the me's comment above was made based on the fact that there was no sections of the device remained inside the patient's body and there was no damage to the endoscope. I suspect that some external force was applied to the needle tip when the device was forcibly removed from the endoscope, which made the needle easily break and caused it to break off when the specimen was collected outside the body. Due to covid-19, there is still limitation of visiting the hospital, and it is getting more diffficult for me to obtain the information about this pr. Although I will still try to get the information, please proceed the investigation with the current information.

Manufacturer narrative:
510 k #: k142688. Device evaluation: 1 unit of lot c1591674 of echo-hd-3-20-c was returned opened not in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 26 feb 2020. The mlla was observed to be off centre which will be investigated under pr (B)(4). The distal tip of the needle was observed to be broken which will be investigated in this file. Clarification was requested as follows; ¿can you please open up a new pr for a "distal needle tip break observed during lab evaluation of pr (B)(4)"? Can you also please ask the following in relation to the distal needle tip break (see photo below of the broken needle tip); how did the distal tip of the needle break? Did it break inside or outside the patient? Did it break inside or outside the scope? Was it in any way related to the complaint issue of difficulty in detaching the distal luer lock from the endoscope?¿ reply was received as follows; ¿I made pr (B)(4) for your request. According to the rep, it is not reported from the doctor that distal needle tip break happened during the procedure and any adverse effects to the patient occurred to the patient due to it.¿ further clarification was requested as follows; ¿can the rep please contact the doctor/nurse involved with the procedure to find out how the needle tip broke? As you can see from the photos below the broken needle tip had been placed in a white cloth for return to cirl which means that someone from the hospital must have done this and therefore will likely know how the needle broke.¿ reply was received as follows; ¿I forwarded the photos of the broken needle tip and the white cloth to the rep and asked him to confirm with the doctor what caused the broken needle tip. The rep accepted the request, but the hospital prohibits sales reps from manufacturers to visit the facility by the end of march due to covid-19. For that reason, I would like you to wait the answer for a while¿ and ¿the rep needs to see the doctor in person and to show pictures to explain the issue. I apologize for the inconvenience.¿ if further information is received in the future regarding the cause of the broken needle tip then the file will be updated accordingly document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1591674 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1591674. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Root cause review: this file is being assessed based on worst case scenario i.e. The needle broke during the procedure since it is not possible to confirm the detail with the hospital when the needle actually broke, however, risk will be based on the reported effects to the patient i.e. No harm, if further information is provided the investigation and risk will be updated. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the device being used in a flexed or twisted position as indicated in the additional information. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The endoscope (olympus' gf-uct260) was inserted into the stomach and the duodenum. From the stomach and the duodenum, eus(convex-type) was performed to extract the pancreas. Then, eus-fna was conducted. After eus-fna, the physician attempted to remove the complaint echo-hd-3-20-c for taking a sample, but he could not detached the distal lure lock of the handle from the endoscope channel. He removed the endoscope from the patient's body, and managed to detach the complaint device from the endoscope channel. The issue happened at the first puncture. After removing the endoscope from the patient's body, the physician detached the needle from the endoscope and confirmed that sample was collected. Therefore, the procedure was completed with only this puncture. Though waiting for the final answer from the pathological side, the physician said that the enough sample was possibly collected. According to the rep, it is not reported from the doctor that distal needle tip break happened during the procedure and any adverse effects to the patient occurred to the patient due to it. This pr was created to capture distal needle tip break observed during lab evaluation of pr (B)(4).